Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/7/2020. H.6. Investigation: bd received 5 samples from the customer for investigation. Samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 15 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. Samples were visually examined and the customers indicated failure mode of stopper creep-out was not observed and the failure mode of defective stopper molding was observed from the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 100 tube k2edta plh 13x75 2.0 slbl lav had the stopper creep up, underfilled, and had molding defects that can be used. The following information was provided by the initial reporter: " 1. After the draw blood finished and removing the needle, the blood was spilt out because the stopper creep out. 2. The volume of blood was not enough, because the tube has low daw issue, the blood was about 1ml. 3. The shield was deformed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 tube k2edta plh 13x75 2.0 slbl lav had the stopper creep up, underfilled, and had molding defects that can be used. The following information was provided by the initial reporter: "after the draw blood finished and removing the needle, the blood was spilt out because the stopper creep out. The volume of blood was not enough, because the tube has low daw issue, the blood was about 1ml. The shield was deformed."